Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical damage on the distal end. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the distal end was found to be damaged near the forceps elevator. Water tightness of the forceps elevator was lost, and water tightness was lost due to a pinhole in the distal sheath and damage on the biopsy channel. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii duodenovideoscope, there was leaking at the distal end. The issue was found at preparation for use and there was no procedural impact or patient harm associated with the event. The device was returned and evaluated, and the distal end was found to be damaged near the forceps elevator. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.